Manufacturer narrative:
(B)(4). Initial reporter email address (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2022. The patient stated he suffered from a hypoglycemic event on (B)(6) 2022 which he said may have occurred as a result of administering too much insulin during an earlier meal. The patient stated that his family later found him unconscious, sweaty, and confused. The patient's dexcom cgm was reading 3.8 - 4.0 mmol/l during this time, while a comparative fingerstick measurement taken by the patient's wife revealed a blood glucose meter value of 2.0 mmol/l.the patient's family reportedly tried to feed the patient biscuits but this did not help restore his condition and instead he became more and more unresponsive. The patient's wife then called for an ambulance; paramedics arrived on site treated the patient with gluco-gel, after which his blood glucose level rose to 6.0 mmol/l. The patient was then transported him to the hospital where he was treated with IV fluids. The patient also underwent a laboratory test and blood work which showed everything to be in normal range. The patient was released from the hospital the following day and reported feeling well at the time of contact. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.